Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, medications were loaded and listed in the formulary but appeared grayed out with a 'not in formulary' message when users attempted to remove them. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the emr and pis formularies were not communicating and linking. A technical support specialist made multiple attempts to reach customer but there was no response received customer related to further assistance. So, the technical support specialist has closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server, medications were loaded and listed in the formulary but appeared grayed out with a 'not in formulary' message when users attempted to remove them. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.